Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed code 204 and would not complete testing. Upon evaluation, a wire inside the belt receptacle was damaged. The cause of the code 204 and inability to complete testing is the damaged wire. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.